Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient¿s lead was explanted and replaced on (B)(6) 2016 due to infection at the lead site. During the procedure, the doctor flushed both the lead and ipg sites and the ipg was scrubbed with antibiotic solution as a precautionary step before reimplanting the same ipg. The patient was kept at the hospital for the weekend following the procedure for additional observation. There was no additional updated regarding the patient's status as of (B)(6) 2016.